Event description:
The product is irritating the patients trachea causing a cough each time it was put in. Once overnight, the next was for about 30 mins - 1hr. There was no harm to the patient.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual inspection was performed. Visual inspection identified that the transition from the distal cuff band to the shaft was not as gradual as feasibly possible, but was within normal expectations. Without a good sample (i.e., a device that does not cause irritation with the end user) to compare to the received complaint sample, the investigation could not identify the true root cause - only a hypothesis that the end user is sensitive to variation in the cuff band height and/or the cuff band transition to the shaft. If the end user concurs that hypothesis is correct, a revised template specifying minimal adhesive application to the cuff bands can be submitted and a note entered in the custom lab ordering system to alert the operators and inspectors of the end user's request. Since the investigation did not identify a manufacturing defect, no corrective actions are planned at this time. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly.